Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 28 oct 2020.

Event description:
The customer reported the unit would not allow the patient to exhale, and the unit failed on the patient. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. The manufacturer's field service engineer (fse) could not confirm the reported issue. The issue could be duplicated. The manufacturer¿s field service engineer (fse) performed diagnostic testing on the device. The unit successfully passed the required performance verification test.